Event description:
A customer called for help in setting up his freestyle flash blood glucose monitor. He reported that he was unable to test because he could not properly calibrate his meter. He reported that as a result of not being able to properly test, he experienced headaches and pain throughout his body. The customer went to a local hospital where his sugar registered at 500 mg/dl. He reported being given an IV treatment of blood thinners, and his glucose then registered at 27 mg/dl. He was prescribed insulin in order to stabilize his glucose in the future. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.